Event description:
Heavy bleeding, pelvic pain, low back pain, seasonal allergies plus to nickel. Last 2 years pelvic pain, lost two jobs due to it. Had emergency c-section (B)(6) 2005, no side effects, paper given as I requested it. Six to nine months later, went in for severe pain. Nothing was found. Didn't dawn on me it was the clips. I had several cysts on ovaries break, seen four different doctors in (B)(6), now to see (B)(6) soon. Medication just barely cut the pain. Now still dealing with it. As of (B)(6) 2015, my body feels like it is swollen all the time. Worse on periods. Doctor never noted them in my chart just states filshie clips. Doctor (B)(6) did emergency c-section. Postal tubal ligation syndrome (p and l.s.)